Manufacturer narrative:
Product has been returned and an evaluation of the treatment tip was completed. During evaluation of the treatment tip, service could not confirm thermistor disconnected issues. The tip passed flow, leak and thermistor testing. Dielectric breakdown was observed on the surface membrane during functional testing. It is unknown how damage to the treatment tip occurred. A review of the manufacturing records showed all requirements were met. No patient injury occurred.

Event description:
A physician¿s office reported receiving a system error while performing a laser treatment. The issue was resolved by replacing the tip. A product evaluation was performed upon return of the treatment tip and dielectric breakdown was observed. No patient injury occurred.